Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returne.d

Event description:
It was reported that while the customer was going through the load process, the pump took the customer out of the load process to start over with a change cartridge. The customer successfully completed the load process to address the event and insulin delivery was resumed. Blood glucose was in the 130's (mg/dl).